Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: a review of the pump¿s black box did not reveal any activity relating to the original complaint. The rewind, load and prime steps were performed successfully with no alarms or unusual noises. The pump was exercised for 24 hours with no errors occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a motor issue. The reporter stated that the current pump was making a ringing sound coming from the motor. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.